Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was feeling unwell (no specific symptoms were reported) while her cgm was reading between 60-75 mg/dl. No bg meter comparison value was reported. The patient was wearing a tandem insulin pump. The patient self-treated by ¿drinking juice and eating¿. Despite this, the patient¿s cgm value was not rising. Therefore, the patient self-administered baqsimi to herself and then called 911. Once ems arrived, the patient was transported to the emergency room. At the emegency room, the patient had blood work done. The patient¿s bg level was 633 mg/dl. She was diagnosed with dka and admitted to the ICU. The patient was treated with IV fluids and an IV insulin drip. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.